Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) imp,tsv,3.7,13,mtx,mg (tsvtb13) was not returned for investigation. Visual evaluation could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing condition was reported, and no per form was provided. The reported device was located on tooth 30 and was used for approximately 3 years 8 months. The customer did not provide any pictures or x-rays. DHR review was completed for the subject lot number (63178492). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63178492) for similar events and no other complaint was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event(s) (implant fractured & bone loss) or product (tsvtb13). Therefore, based on the available information, device malfunction could not be verified and the reported event of implant fracture was non-verifiable. Additionally, bone loss could not be verified since x-ray or picture images were not provided by the customer. The following sections have been updated: b4: date of this report d4: unique identifier (UDI) number d4: expiration date g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h6: entered evaluation codes h10: added manufacturer narrative

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter fax number: not provided. Device discarded.

Event description:
It was reported that implant (tsvtb13) was removed due to implant fracture and bone loss. Patient experience discomfort since the implant was restored with crown. The x-rays showed 35 percent of bone loss and implant fracture. Implant was removed and site was grafted. Tooth location 30.